Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-dec-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system. The pump was used to deliver fentanyl 2000mcg/ml at 700mcg/day and bupivacaine 4mg/ml at 1.3975mg/day. It was reported that the patient and physician reported that the patient had been experiencing intermittent withdrawal symptoms of unknown etiology for approximately two years. There was a concern for possible intermittent obstruction of the catheter and, therefore, the physician planned to replace it in its entirety on (B)(6) 2014. The hcp also planned to prophylactically replace the pump on the same day due to an elective replacement indicator (eri) of less than 25 months to prevent the patient from having to have surgery again in two years. In regards to any environmental, external, or patient factors that may have led or contributed to the issue, there was no history of falls. It was noted that the patient had concurrent medication of fentanyl and bupivacaine in the pump. A positive catheter aspiration study was done by the doctor on (B)(6) 2023 and (B)(6) 2021. During surgery on (B)(6) 2023,the catheter was also noted to be flowing appropriately. The patient was taken to the operating room on (B)(6) 2023 for a planned catheter replacement. The patient was placed in a lateral position. The physician first started by opening up the existing pump pocket and dissecting out the existing pump and proximal pump segment. When the physician disconnected the pump from the proximal pump segment, they noted appropriate flow of cerebrospinal fluid (csf) from the catheter. The old pump and proximal segment were removed and placed on the back sterile table. The physician then proceeded to open up the midline lumbar incision. The physician dissected down to the existing anchor and spinal segment of the catheter. They spliced the spinal segment so that they could remove the tunneled portion from the pump pocket and then tied it off to abandon it. The physician was given a new 8780 catheter, which was placed at the t5/6 level. They then anchored the catheter, tunneled it to the existing pump pocket, connected the new proximal pump segment, and connected it to the new pump. A final catheter aspiration was done once the pump was placed back within the pocket to ensure appropriate flow of csf before closing. Incisions were then irrigated and closed. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's medical history was asked but was unknown.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient's symptoms were not determined, which was why the physician subsequently replaced the entire catheter. It was further reported that there were some concern that the patient's symptoms were related to degradation of the medication in the pump and/or flex dosing vs a simple continuous rate.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial (B)(6) implanted: on (B)(6) 2018 explanted:on (B)(6) 2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.